Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed testing due to a brief white screen before the device would complete a power up. Service evaluation verified white screen. The cause was identified to be a failed input/output printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a brief white screen before the device would complete a power up. There was no known patient injury or medical intervention associated with this event. No additional information is available.